Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9252219. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-09. Medical device lot #: 9226885. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-08-27. (B)(4). . Investigation summary: it was performed the DHR, quality notifications and maintenance records were verified, where no records potentially related to failure were found. Evaluating the available images, it was possible to observe empty packaging. -the preparation and implantation of an empty cavity detector device is in progress -production line operators will be notified of the occurrence investigation conclusion: from these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. Root cause description: for the reported incident a possible cause for the problem is a failure in the needle feeding system of the packaging machine or operational failure in the packaging process. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that syringe solomed 3ml ll 22x1-1/4 w/sh sla was damaged. The following information was provided by the initial reporter: customer informs that when preparing the syringe for use, he verified that it was broken. Photos received from the customer show a cracked syringe and a cartridge with the duoflam batch engraving.